Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Concomitant medical products and therapy dates: (B)(6) 2010: tgt3420/8407164, tgt3420/8407166. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a thoracic aortic aneurysm using three gore® tag® thoracic endoprostheses (tgt3420/8323557, tgt3420/8407164, and tgt3420/8407166). The devices were implanted just below the left subclavian artery to just above the celiac artery. On the same day, the patient developed paralysis and multiple embolism. A spinal drainage was performed to treat the paralysis and medications were administered to treat both paralysis and the multiple embolism. (Paralysis was reported under event (B)(4)) on (B)(6) 2011, the paralysis and the symptoms from the embolism persisted. Medication treatment was continued. On (B)(6) 2011, no improvement in the symptoms of the paralysis and the embolism were observed. Medication treatment was continued. On (B)(6) 2011, the patient expired without the recovery from the multiple embolism.